Event description:
The customer reported that the insulin pump alarmed button error after the battery was replaced. The customer could not clear the alarm. Customer's blood glucose level was 250 mg/dl. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.